Event description:
It was reported that revision surgery occurred for patient with a unicondylar knee implant due to persistent pain.

Manufacturer narrative:
It was reported that revision surgery occurred for patient with a unicondylar knee implant due to persistent pain. Device identifying information was not provided. Review of the device history record was not possible as the serial number of the device was not reported.